Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The most recent occlusion alarm occurred during basal delivery. The customer reported blood glucose (bg) levels between 122-140 (mg/dl). During troubleshooting for the most recent occlusion with tandem technical support, the pump appeared to be functioning as expected. The current pump will continue to be used for diabetes management.